Manufacturer narrative:
B3: event date is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed accuracy +6.8%. The event occurred during testing.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. Unable to confirm the complaint of "failed accuracy" and as such no repairs were conducted to resolve this issue. During power up found the rtc failing and could not be recharged. Replaced pwa to resolve issue with rtc battery. Performed dso/uso sensor calibration. Performed pvt, unit passes all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.